Manufacturer narrative:
H3 other text : device returned to the third party service center.

Event description:
Patient states that her machine is having a burning smell when wakes up in the morning and the water chamber is completely empty. There was no report of patient harm or injury. The device was returned to a third-party service center.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.